Event description:
The customer contacted physio-control to report that their device generated an error code that is indicative of a potential failure of the device to deliver defibrillation energy. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to shorted capacitor q7.

Manufacturer narrative:
Physio-control evaluated the customer¿s device and duplicated the reported issue. Physio replaced the therapy pcb to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device generated an error code that is indicative of a potential failure of the device to deliver defibrillation energy. There was no patient use reported with the event.